Event description:
Customer reported to customer service that she dropped the power adapter for her pump in style breast pump and the transformer housing "fell apart"

Manufacturer narrative:
Contact was not made with the customer to obtain additional info regarding this event. Product evaluation summary confirms that the power supply was not producing the correct voltage and that the thermal fuse had blown. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info become available, resulting in new, changed, or corrected info, a follow up report will be filed at that time. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured an overload, which is not normal and indicates that the thermal fuse did blow.